Manufacturer narrative:
This lead was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant of this right atrial (ra) lead poor parameters were seen when attempting to position this lead in different areas of the heart. The pacing thresholds were high and the sensing was poor. The physician elected to not use the lead, and use a new lead with no issue. No tissue was seen on the tip of this ra lead. The lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. X-ray confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this right atrial (ra) lead poor parameters were seen when attempting to position this lead in different areas of the heart. The pacing thresholds were high and the sensing was poor. The physician elected to not use the lead, and use a new lead with no issue. No tissue was seen on the tip of this ra lead. The lead was returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this right atrial (ra) lead poor parameters were seen when attempting to position this lead in different areas of the heart. The pacing thresholds were high and the sensing was poor. The physician elected to not use the lead, and use a new lead with no issue. No tissue was seen on the tip of this ra lead. The lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.